Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
A follow up letter was sent to the customer regarding the previous call in which she indicated having unexplained high blood glucose and found that the customer was in the emergency room and did receive medical assistance. Initially, the customer mentioned having bent cannulas, which may have led to elevate her blood glucose. Troubleshooting was performed at that time, and the insulin pump was functioning as designed. No further information was provided.